Manufacturer narrative:
Corrected data: d10- lens returned to manufacturer date 24-feb-2020 in initial MDR corrected to 30-jan-2020. Claim# (B)(4).

Manufacturer narrative:
Lens was returned in liquid, in lens vial. Visual inspection found one of the haptics torn. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
A 13.7mm, micl13.7, -16.0 diopter, implantable collamer lens was returned back to us damage. " not used" was handwritten on the lens packaging box. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.